Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. During troubleshooting by the technical service representative (tsr), it was noted that there was loose connection. The tsr advised the patient to start over with new supplies. The renal therapy service agent reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.